Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: "according to the user, the device was started at around 6:00 am on (B)(6) 2025, a bbraun omnifix syringe filled with 20m1 oxycodone was inserted and started with a flow rate of 2ml/h. After a very short time, the device displayed device alarm and an alarm sounded. The user noted that in the meantime the device had delivered all the medicine to the patient."